Event description:
The needle broke during the introduction procedure. No other issues were observed and the needle was completely removed from the patient. No samples or any other information is available.

Manufacturer narrative:
The sample is not available for evaluation. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.